Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the patient's blood glucose was close to 400 mg/dl and the insulin pump alarmed no delivery. The patient changed her infusion set site but her insulin pump alarmed no delivery again. Troubleshooting was initiated for the no delivery alarm. A prime was performed without incident. The infusion set cannula was not bent either. The customer was advised to change the infusion set and reservoir due to possible site or set occlusions. The insulin pump was not returned or replaced.